Event description:
It was reported that during a procedure, the surgeon was inserting a k-wire into a tps micro driver when the device ran without user activation, resulting in the k-wire going into the surgeon's hand. Blood work was performed on the surgeon and there were no abnormalities. No additional medical intervention was required.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.